Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, upper case was broken, and main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for test/calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.